Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 552 mg/dl and 491mg/dl at the time of recall. Customer was experiencing nausea and vomiting as a result of hyperglycemia. Customer reported that high blood glucose occurred because customer forgot to dive bolus after meal. Auto mode feature was not active at the time of reported high blood glucose event. Customer agrees insulin pump was working as design. Insulin pump will not be returned for analysis.